Event description:
It was reported that the left ventricular lead exhibited loss of capture and it was discovered that the lead had dislodged on an unknown date. The implantable cardioverter defibrillator was programmed right ventricle only pace. The asymptomatic patient presented in-clinic for a scheduled lead revision on (B)(6) 2017. The patient remained stable before, during, and after the procedure. The patient would continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis measuring 8.3 cm for connection portion and 84.3 cm for distal portion. The damage was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.